Event description:
Patient was revised due to non-union.

Event description:
A report was received regarding an explant procedure to remove a femur plate and screws; unknown reason for the explant. During the procedure, the surgeon found that two screws were cold-welded to the revising femur plate. The surgeon used carbide drill bits to drill to remove the screws from the plate. The screws and plate were explanted with no fragments to retrieve. The plate and screws were not broken. This is report #1 of 3 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.